Event description:
It was reported in a journal article that one patient with a highly congruent knee underwent manipulation under anesthesia (mua) due to stiffness. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). B3 event date - ja published date. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product unknown vanguard articular surface. G2- literature - journal article. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur. Kurina, s. J. H., j. D.; turkmani, a.; kerbel, y. E.; della valle, c. J. (2025). Comparing patient preference for highly-congruent versus cruciate-retaining inserts in bilateral knee arthroplasties. The journal of arthroplasty. 40; 2316-2319 https://doi.org/10.1016/j.arth.2025.03.074.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: b2, h6 (component code). Review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.